Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the reservoir compartment¿s retainer ring was missing. The reservoir had come unscrewed a couple of times due to the missing retainer ring. The battery cap¿s contacts were also missing. The customer¿s blood glucose during the incident was unknown. They did not know how the damage occurred. The device will be replaced and returned for analysis.

Manufacturer narrative:
Unit was not received stuck in the manufacturing mode. Unit was received with missing retainer ring and reservoir tube lip o-ring. Unable to perform displacement test due to physical damage. No battery cap received with unit, unable to verify battery cap anomaly. No physical damage to belt clip rails noted. Unit was received with cracked keypad overlay at select button. Unit was received with minor scratched display window, case and keypad overlay.